Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50 serial number:(B)(6). Batch/lot number: 18979353 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 18979352 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 19274982 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection that initially originated in the legs and may have subsequently spread to the implantable pulse generator (ipg) site. The patient experienced symptoms including redness and pain at the affected site. Infection was not device related. The patient was treated with antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. Culture was not taken. The patient was doing well postoperatively. Products were retained by the facility per their policy.